Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. However, unit received with motor noise anomaly problem isolated to the motor assembly noted. The motor was tested outside of the device and passed. Pump received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 30 mg/dl. The customer stated that insulin pump passed displacement test. The customer stated that insulin pump reservoir popped out of her pump and there was reservoir inside the pump. Customer stated that insulin pump was making a grinding noise during fill tubing. Customer stated that insulin pump beep sound did not continue when went to another location. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer was declined with troubleshooting for low blood glucose. The device will be returned for analysis.